Manufacturer narrative:
(B)(4). Batch # m52d7z. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage void of staples and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Can you please clarify how the device malfunctioned? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Were there any issues removing the device? Were there any staple formation issues identified? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? What is the current status of the patient? Response provided: indication: multiple recurrent diverticulitis. Clarify device malfunction: anvil did not engage to device part firing, staple device fired and removed. Anvil still in proximal colon with intact pursestring. Who fired the device: surgeon/experience with the device: been using ethicon eea since 2007. Where in the green gap setting was the indicator located prior to firing: upper section within green gap. Did the healthcare professional wait 15 seconds after closing the device: no was this device difficult to close: no. Was the device difficult to fire: no. Did the healthcare professional receive audible and tactile feedback: yes how many counter clockwise revolutions: 3. Were there any issues removing the device: no. Were there any staple formation issues identified: staple only formed at colon layer c1 side. Were the donuts inspected: yes, no donut noted. Was a complete washer transection confirmed: do not understand question. Current status of patient: discharged and doing well.

Event description:
It was reported that during a laparoscopic sigmoidectomy the device malfunctioned. This led to converting to an open procedure where the surgeon "hand sewed colocolic anastomosis side to side and primary repair colectomy". The patient outcome was to perform an ileostomy on the patient.